Manufacturer narrative:
(B)(4). D10: unk taper cat# unk lot# unk. Unk glenosphere cat# unk lot# unk. G2: foreign - event occurred in south korea. G2: literature - clinical outcome of reverse total shoulder arthroplasty (comprehensive system) after failed rotator cuff repair with a medium-term follow-up: comparison with reverse total shoulder arthroplasty for massive rotator cuff tear without osteoarthritis. Kim, ji un; yoon, ji young; jeon, young dae; cho, hyung ki; jeong, hyeon jang; oh, joo han jses international, volume 9, issue 6, 2081 - 2086. Doi: 10.1016/j.jseint.2025.06.012. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient who underwent reverse total shoulder arthroplasty for cuff tear arthropathy developed scapular notching that ultimately required revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 device code. The following sections were updated: b4, b5, g3, g6, h2, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.